Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The complaint was not confirmed. In addition a secondary issue was observed, when meter was tested with control solution, an error 6 was observed with no assignable cause found. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On september 21, 2020, lfs received notification from the FDA that this submission had not been successfully received by the agency. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold submissions. This submission is included as part of that agreement.